Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Patient ID: (B)(6). It was reported that suture placement in the left common femoral artery was done with one perclose prostyle device using the pre-close technique via a 14f sheath hole prior to an interventional transcatheter aortic valve implantation (tavi) procedure. The prostyle knot was delivered to the vessel wall perfectly. Excellent hemostasis was achieved at the conclusion of tavi procedure on (B)(6) 2025. Reportedly, one day post procedure on (B)(6) 2025, the patient attempted to mobilize and felt a pop followed by the formation of a small hematoma. Manual pressure was applied after the hematoma was noted. This was considered to be a bleeding complication possibly related to the reintroduction of apixaban (anticoagulant) and possibly related to the prostyle device. The hematoma resolved spontaneously with no further issue. Vascular ultrasound showed a 1.3 cm pseudoaneurysm. One unit of packed red blood cells was transfused into the patient. The condition resolved and the patient was discharged on (B)(6) 2025 from the hospital. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effects of hemorrhage, pseudoaneurysm and hematoma are listed in the prostyle instructions for use (IFU) as a potential adverse event associated with use of the suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. D9 - device available for evaluation: updated from ni to no.